Event description:
A customer site reported, waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and pt care was not affected. The site declined to have an upgraded sensor installed. The field service engineer (fse) checked the waste sensor and it functioned as intended. The fse believes the leak to be caused by user error. There was no evidence of a malfunction as the leak could not be duplicated. While there is always a possibility that a slip and fall event, due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.

Manufacturer narrative:
Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The site declined to have the new upgraded sensor installed and has assumed the risk of future spills. Complete field implementation of the new sensor design is expected to be completed by 2007. The new waste sensor design was introduced to the manufacturing floor on august 3rd, 2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.